Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge or use the scs system for over two years. As a result, the ipg is inoperable. The patient is pending an appointment with a surgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was explanted and replaced on (B)(6) 2016. The patient was seen on (B)(6) 2016 where the stimulation was turned on and the patient reportedly receives effective stimulation therapy.